Manufacturer narrative:
As reported in a research article, a patient had a valve-in-valve to replace a trifecta due to regurgitation. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The article "single leaflet basilica for bilateral coronary artery protection" was reviewed. This research article is a case study on a (B)(6)-year-old female implanted with a 23mm trifecta valve. Nine years post implant, transesophageal echocardiography (toe) revealed severe transvalvular regurgitation. Due to leaflet laceration of the left coronary leaflet, the basilica technique was performed followed by a valve-in-valve (viv) procedure with a 23mm evolut r. The patient was discharged home two days post procedure. The article concluded that basilica was protective for patient with high risk for viv-induce coronary obstruction. The primary author of the article is mitsunobu kitamura, md of department of structural heart disease/cardiology, heart center leipzig at university of leipzig. The corresponding author is mohamed abdel-wahab, md of department of structural heart disease/cardiology, heart center leipzig at university of leipzig with the corresponding email: mohamed.abdel-wahab@medizin.uni-leipzig.de.